Event description:
The customer reported to olympus, the evis lucera colonovideoscope had damaged handle parts. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer reported the device was washed prior to being returned for evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the forceps elevator knob had a crack. Due to adhesive peeling on the bending section cover, insulation resistance value at distal end did not meet the standard value. The connecting tube had a wrinkle and a scratch. The light guide lens had discoloration. The objective lens had discoloration. The suction connector had corrosion and a scratch. The universal cord had a wrinkle and a scratch. The following parts had a scratch: flexibility adjustment ring, scope cover, switch box, switch 1, forceps elevator, the protector of the universal cord on the suction connector side, the image guide protector, lock engagement lever, upward/downward angulation control knob, control unit, plastic distal end cover, and right/left knob. The control unit had discoloration. Due to clogging of nozzle, water removal ability did not meet the standard value. The adhesive on the bending section cover had a chip. Due to the wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to dirt on the objective lens, there was a lack of image on the monitor. Due to a scratch on the objective lens, flare occurred. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be conclusively determined. Although it was confirmed that foreign material was found in the nozzle, the specific type of the material could not be identified and the cause of the material remaining in the device could not be specified. There was no deformation to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: evis lucera gif/cf/pcf type 260 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf type 260 series reprocessing manual "chapter 3 cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.